Event description:
It was reported that pump displayed malfunction code with no notable events occurred before malfunction.customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report and did not require third party assistance. Technical support provided pump reset instructions, assisted with reset process, malf cleared & insulin was resumed.